Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device via a 6fr sheath after an interventional procedure. Reportedly, a cuff miss was noted. The lever of the proglide device was closed and the proglide device was removed from the patient anatomy; however, part of the artery was found on the suture. Reportedly, there was no resistance when removing the proglide device and the foot was noted to be closed when the device was removed from the patient anatomy. The patient was okay. Manual arterial compression was held longer than usual at the puncture site to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed based on the observed anterior needle disengagement. The difference between the two failure modes is often not discernable to the user. The investigation determined the reported needle to cuff miss, tissue damage and additional therapy/non-surgical treatment appear to be related to circumstances of the procedure. The patient effect of tissue damage/vascular injury is listed in the perclose proglide instructions for use, as a potential adverse event of use of the device. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.